Event description:
It was reported that the ilet displayed an occlusion alert after a prior call, with the user¿s blood glucose at 343 mg/dl following a post-meal hypoglycemic event to 39 mg/dl that was treated with yogurt and orange juice; the infusion site was reported dry with no leakage, and a full supply change was recommended and initiated. Symptoms included hyperglycemia following earlier hypoglycemia. Outcomes included no hospitalization and continued monitoring with planned follow-up. Investigation included troubleshooting, user education, and recommendation for infusion set and supply replacement to address a suspected delivery interruption. Investigation of this case revealed a suspected insulin delivery issue consistent with an occlusion alert, although the precise cause remained unclear given the lack of visible site leakage and the post-treatment glycemic rise. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to definitively attribute the event to device malfunction, user technique, or physiological factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.